Event description:
It was reported that the patient had a skin burn at the site of the indifferent electrode following a procedure. Additional information obtained from customer indicated that the procedure was a supraventricular tachycardia (svt) ablation. A 3m indifferent electrode was located in the right lateral abdominal area of the patient. The stockert generator settings were 65 degrees c and 702w; two rf lesions of 13s and 60s were delivered at 70w. Customer believed that there was no issue with the stockert rf generator and that the incident was likely related to the ground pad application.